Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Top case was found badly damaged all 4 corners were chipped and cracked, also cracked on right plunger and bottom case by the ac power-recept. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion testing. Motor error rate was identified in event history log review. The reported issue was confirmed. The root cause was determined to be normal wear and tear due to device age. The following actions were taken: replaced motor assembly, worm gear, leadscrew and clutch halves for preventive also replaced top case, right plunger case and bottom case for physical damaged. Additional repairs included: replaced damaged left plunger case and plunger case seal. Replaced worm gear. Installed cable. Cleaned, greased and calibrated the device. Functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message and had a cracked case. No patient injury was reported.